Event description:
The customer reported an intermittent pads cable failure inop message. There is no report of patient involvement.

Manufacturer narrative:
(B)(4). The customer reported an intermittent pads cable failure inop message. There is no report of patient involvement. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.